Event description:
It was reported that the patient presented for a follow-up visit in the clinic with wound dehiscence and an unspecified infection at device pocket site. The pacemaker pocket incision was unable to heal. The physician explanted the entire system- pacemaker, right ventricular lead and right atrial lead to resolve the issue. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.